Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained a blood glucose reading of 234 mg/dl on the contour next one meter. He performed repeat testing within 10 minutes using two other (non-ascensia) meters and obtained readings of around 100 mg/dl. The customer took an extra pill of metformin. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance.